Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited episodes of incorrect interpretation of signal that resulted in a failure to deliver shock. The patient arrythmia was self-terminated. The device was reprogrammed. The patient was stable.